Event description:
I was given synvisc in my hand. It was approved for knees only. I have had severe swelling, pain and mental distress since. The doctor that gave me this treatment never once took any tests or x-rays before treating me with this treatment. I have since had surgery to repair my hand and I was blown off my biomatrix inc. And the doctor that gave me this treatment. I want satisfaction. I am at the present time unable to work and now my financial situation is not good, please help me. Since the treatment I went to another doctor and he did the nerve test to show that I had carpal tunnel, and I needed some painful hardware removed. Also I had scar tissue on the radial nerve. (B)(4).